Event description:
The customer alleged that he performed control tests prior to calling and received results of 232 and 248 mg/dl. He performed control tests over the phone and received results of 231 and 236 mg/dl. The normal control range was 108-149 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.